Manufacturer narrative:
(B)(4). D6a: implanted (B)(6) 1996. D10: unk head and unk screw. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 29 years post-implantation, the patient underwent a hip revision due to poly wear. The acetabular components were revised. There was severe poly wear through the liner and the shell was also damaged. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).